Event description:
It was reported that the right ventricular lead could not be removed from the header of the device due to the set screw. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of df4 setscrew anomaly was not confirmed. The septum and setscrew of df4 port were inspected and tested and found to be normal. During analysis, the left ventricular (is4) setscrew was found to be fully stripped. This did not allow the set screw to be tightened and secured properly. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.